Event description:
The philips brand "simply go" device is supposed to be an oxygen concentrator, however, after 40 minutes of use, it seems to give people vascular headaches. I called philips and talked to 6 different people and no one was able to give me any important data about the device. No one could tell me how much carbon dioxide or carbon monoxide was produced by the device, no one could tell me how the conversion to 90% oxygen was created or any of the other gases that may be present. In fact, I had 3 customer reps just hang up on me because they were too frustrated with my questions. They do not have licenced people answering questions, they do not have adequate or even knowledgable staff. I do not believe that this device has been adequately tested and since there is no one in the united states who can answer any technical questions about this device, I feel that it should be taken off of the market in this country. Dates of use, duration: (B)(4) 2013, 40 mins.